Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from four and a half years to two and a half years within approximately a year. A request was made to have data from this device analyzed, but technical services (ts) indicated there is not data available at this time to perform the analysis and asked the boston scientific representative involved to send in data. There is no evidence to suggest that an intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received. Data analysis was performed, and it was concluded that the battery of this device is depleting normally, and the power consumption is stable. Technical services (ts) recommended reprogramming options to slightly reduce power consumption. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from four and a half years to two and a half years within approximately a year. A request was made to have data from this device analyzed, but technical services (ts) indicated there is not data available at this time to perform the analysis and asked the boston scientific representative involved to send in data. There is no evidence to suggest that an intervention has been performed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from four and a half years to two and a half years within approximately a year. A request was made to have data from this device analyzed, but technical services (ts) indicated there is not data available at this time to perform the analysis and asked the boston scientific representative involved to send in data. There is no evidence to suggest that an intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received. Data analysis was performed, and it was concluded that the battery of this device is depleting normally, and the power consumption is stable. Technical services (ts) recommended reprogramming options to slightly reduce power consumption. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Follow up report 2: implant date field was updated.